Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a possible infection. The patient had a reoccurring fever after implant, so the physician elected to explant, the entire system to determine the root cause of the fever. The physician suspects either an infection or foreign-body reaction. There were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d remains at the hospital for further investigation, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.